Event description:
It was reported that right atrial (ra) lead exhibited no capture, undersensing and no sensing. The ra lead was programmed off and remains in the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: model: 407658 lead, implant date: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.